Event description:
An incident where 'clamp on line alarm' received, but no clamps were on the line during treatment. A prime test was performed two times. Alarm history shows alarms (for clamps) were all within 1/2 hour. When customer stopped using the scale, it went from 100 to 1300. Immediately stopped and returned blood to pt. Pt okay. Blood pressure still between 110 and 120. Machine runtime 25966.